Event description:
The customer reported that the table portion of the system failed to boot up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table software floppy disk was corrupt and replaced. The system was tested and found to be working as intended and returned to service.